Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the burr could not be inserted into the device. It is reported that this event was not related to surgery. It is unk if injury or medical intervention occurred. The date of the event is unk. No add'l info was provided.